Event description:
It was reported that the tip of the instrument was broken off during the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4). The instruments were returned to the manufacturer for evaluation. Visual macroscopic exam shows that the tip of the static shaft is broken and missing. The pin connecting the upper jaw with the static shaft is also missing. It appears that the excessive bending load and/or torque was applied to the instrument which may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.